Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor graph was missing. Although requested by tandem technical support, the customer did not upload the pump data, therefore no additional information could be obtained. There was no reported impact to the customer's blood glucose level.